Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat cystocele, and stress urinary incontinence and mesh was implanted. It was reported that the patient had the concurrent procedures of a vaginal sling, urethropexyand cystoscopy performed during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, recurrence and dyspareunia. It was also reported that the patient had restorelle manufactured by coloplast implanted on (B)(6) 2013 due to pelvic organ prolapse. It was further reported that patient underwent mesh revision/removal on (B)(6) 2013 due to recurrence. No additional information was provided.